Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The ipg will not be returned as it was retained by the patient. As such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, the IFU states persistent pain at the ipg or lead site is a known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations related to the event occurred during manufacturing. The ipg was not returned for analysis as it was retained by the patient. As such, physical analysis has not been conducted in our laboratory. Therefore, with the reported observations and the labeling review, it has been determined that ipg site pain is a known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs).

Event description:
It was reported that the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The patient presented with higher markers suggesting possible progression towards infection; however, the patient was not diagnosed with an infection. The patient underwent a revision procedure where the ipg was replaced and repositioned from the left lower flank to the upper left buttock. Additional information was received that the pain was device-related and not stimulation-related. Postoperatively, the patient had complete pain relief in the pain areas. The ipg will not be returned as it was retained by the customer.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The patient presented with higher markers suggesting possible progression towards infection; however, the patient was not diagnosed with an infection. The patient underwent a revision procedure where the ipg was replaced and repositioned from the left lower flank to left upper buttox.